Manufacturer narrative:
Other relevant device(s) are: product ID: neu_ptm_prog, serial/lot #: unknown; product ID: neu_ptm_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient programmer (pp) is showing the splash screen every time they press the orange sync button. They added that because of this, they are unable to adjust stimulation or see their current settings. They said they know their settings are "3.0 on d on both sides". They tried several different batteries, including regular alkaline and rechargeable, but it did not resolve the issue. The issue with their pp is causing them anxiety. The recommended battery type was reviewed and the patient did not have their patient programmer (pp) at the time of the call. It was advised for the patient to call back they when they have it available. They mentioned that this was their backup pp that they kept from their previous ins and said the same problem is happening with their other pp.